Event description:
There was an allegation of questionable triglycerides result for a patient sample tested on a cobas 6000 c501 module. The initial result was 239.3 mg/dl, which did not correlate with the patient's clinical history. The first repeat result was 125 mg/dl. The second repeat result was 123.3 mg/dl. No errenous result was released.

Manufacturer narrative:
The reagent lot number is 86149901 with an expiration date of 31-mar-2026. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) checked the analyzer and performed a series of troubleshooting-related actions, including but not limited to: adjusting the gear pump pressure, decontaminating the cell rinse station tubing, and adjusting the wash levels of the cell rinse station. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue. As the fse performed lengthy and complex troubleshooting, a definite root cause could not be determined.